Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display went blank after the pump was rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:a review of the pump¿s black box history showed that multiple call service alarms related to the complaint were recorded on 03/16/2014. During testing, the pump powered on with audio tones, vibrations, and a fully illuminated display screen. The pump case was removed and no visible defects were found to the printed circuit board. The complaint of the blank display was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.